Event description:
On (B)(6) 2015, the lay-user/patient¿s spouse (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to other devices. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began at an unspecified date and time around (B)(6) 2014. The reporter claimed the patient obtained blood glucose readings of ¿96 mg/dl¿ with the subject meter and ¿32 mg/dl¿ on two other meters (contour and freestyle), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter also claimed the patient obtained unspecified blood glucose readings with the subject meter and compared to them to ¿26, 32, 29 and 34 mg/dl¿ on another meter (contour), performed within 30 minutes of each other. The reporter informed the csr that the patient manages their diabetes with insulin (lantus: 15-18 units and novolog: unspecified dose when blood glucose is high) and oral medication (metformin 1000mg twice daily). The reporter claimed the patient took more food and drink since (B)(6) 2014 as a result of the alleged inaccuracy issue. The reporter claimed the patient developed symptoms of feeling ¿dizzy, sweaty, shaky, nausea and slurred speech,¿ an unknown timed after the alleged issue began. The reporter claimed the patient self-treated with food and drink in response to their symptoms. The reporter claimed a blood glucose test was performed on another device between 4:30-5:30am on an unspecified date and a result of ¿32 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted the patient was not following the correct testing process as the code number on the subject meter was set incorrect. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.